Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient was last seen on (B)(6) 2009, and no patient complications were reported. All other information is unknown and unavailable.